Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service engineer (fse) reported seeing smoke coming from a vacuum pump control board on an alinity I analyzer. The fse was servicing another analyzer at the customer site when a malfunction of the vacuum pump was discovered on this alinity I analyzer. The 12a fuse was damaged and was replaced. While initializing, the fse saw smoke coming from the left vacuum pump control board. The two pumps and two boards were replaced. There was no impact to patient management, user safety, or facility damage reported. No injuries were reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to work on another analyzer and noticed alinity I, serial number (B)(6), stopped due to a malfunction of the vacuum pump. During the investigation, the fsr noticed smoke coming from the analyzer. The fse discovered that the 12a fuse of the driver board, vacuum pump motor was damaged and was the cause of the smoke. No fire was observed, and no injury occurred. The fsr replaced the driver board, vacuum pump motor, part number a-30109072-02, which resolved the issue. The analyzer was returned to normal operation. A review found the 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke observed was limited to the damaged 12a fuse of the driver board, vacuum pump motor, part number a-30109072-02; the smoke damage did not spread to other parts of the module. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on the information provided and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.